Manufacturer narrative:
(B)(4).

Event description:
During procedure, high impedance was noted on the lead, causing contraction of the pectoral muscles. The lead was extracted and replaced to resolve the issue. The patient is well.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece. Visual and x-ray examinations did not reveal anomalies on lead body. Electrical tests were performed and the results indicated normal device characteristics. Pacing lead impedance was normal.